Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display and that the issue was noticed after the patient went swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the pump is unable to power up and found to be completely unresponsive. Moisture corrosion was observed behind the display screen. Unrelated to the original complaint a leak test was performed and failed due a battery compartment leak. The pump¿s cover was removed and further moisture corrosion was found to the continuous glucose monitoring module, the display screen, and to the power printed circuit board. Further testing was unable to be performed due to the pump being unable to power on.